Event description:
Boston scientific received information that this patient passed away one day post-implant due to ventricular fibrillation (vf). An atrial tachy response (atr) was detected early in the morning on the date of death. The rhythm appeared to be a junctional rhythm but further evaluation discovered a dislodged atrial lead that was located in the right ventricle (rv). Far-field signals were seen from the rv on the atrial channel as well as nonphysiologic signals. An episode was then declared four minutes after the atr started. The rhythm began with what appeared to be a junctional rhythm again, then goes into vf that appears to be atrial fibrillation (af) or vf because the atrial lead is in the rv. The patient subsequently died shortly after the episode. Sporadic sensed rv signals were seen and when the device wasn't pacing in the atrium, the atrial channel appeared flat. The physician was inquiring if a dislodged atrial lead could cause this. Boston scientific technical services (ts) stated that it could be possible. The field representative had no further information. It is unknown if the atrial lead was explanted post-mortem.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.